Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, when the surgeon connected the device and anvil, tension was applied to the anvil and the clasp of connection part opened, making it difficult to connect and unable to be used so the part where purse string suture had been performed was resected and a new anvil was used. The surgical time was extended by less than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A retainer leg of the anvil was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, when the surgeon connected the device and anvil, tension was applied to the anvil and the clasp of connection part opened, making it difficult to connect. The surgical time was extended by less than 30 minutes. The procedure was completed with another device.